Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported the insulin gauge displayed a different amount than expected. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer filled the cartridge with cold insulin. The customer loaded a new cartridge and resumed insulin therapy successfully.